Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user was unable to complete a supply change when two connectors would not properly lock into the device. The user successfully connected a new connector and resumed use, and replacement connectors were sent. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.